Manufacturer narrative:
The insulin pump passed the self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Pump received with pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. Moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had button issue. Customer¿s blood glucose was unknown at the time of incident. Customer states that numbers are ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer states that up, down, left arrow key and the back arrow key. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow does not allow them to navigate screens. Customer states using the down arrow does not allow them to navigate screens, only menu button and the right arrow keys were working. Customer states the pump was exposed to moisture and there was a bit of sweat on the insulin pump so the customer wiped it off and then this happened. Customer stated that block mode was inactive. The device will be returned for analysis.